Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient fell and landed on her implantable neurostimulator about two months prior to the report. She believes that the implantable neurostimulator is dented because it does not feel square anymore. Due to being underweight, the implantable neurostimulator is very superficial. The patient has an appointment with her physician on (B)(6) 2019 to have the stimulator checked. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that no dent was noted in the ins. It was reported that a manufacturer representative checked the impedances. No symptoms or complications were reported.